Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
Patient reported, that their jaw is locking, while wearing the aligners. Causing discomfort. They provided a letter of recommendation, from their dentist. The dentist stated, that the patient has been experiencing frequent jaw locking, as a result of using the suggested plan for aligner treatment. The dentist requested, that the use of the aligners stop immediately.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.